Event description:
It was reported the valve of the sheath did not close properly and a blood leak was noted during the procedure. Femoral vein access was obtained with an access needle. A guidewire was inserted, the access needle removed and the agilis introducer with dilator was inserted and advanced over the guidewire. The valve of the introducer did not close properly and a blood leak was noted another sheath from the same reorder and lot was obtained, but during preparation, the valve of the sheath did not close properly. A third device was then used to complete the procedure with no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
The product was not returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment.